Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the ivtm treatment, the thermogard console (sn (B)(4) displayed the mid:09 (air trap assembly) error message. Per the reporter, the white coolant well cap was missing on the device and during the move of the console between departments, the coolant was spilled into the air trap holder of the console. The user was able to clear the error, however, the console displayed the error message several more times. Each time the error was cleared after restarting the console. However, per the reporter, the console displayed the mid:16 (software related) error message. Another thermogard console was used to continue treatment. No consequences or impact to the patient.